Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered two inappropriate shocks during two different spinal surgeries the patient was undergoing. The patient received three shocks in one of the spinal surgeries and four in the other. Boston scientific technical services (ts) was contacted by the patient, and ts discussed surgery protocols for crt-d management and the application of magnets. The patient was referred to their physician. The crt-d remains in service. No adverse patient effects were reported.